Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, the following was obtained: five different complaints were created to document 5 different cases: (B)(4). Please provide the following infotmation for each case: did this issue contribute to any patient adverse event? No. Were the sutures fraying or breaking? Fraying. When was the suture fraying (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The suture frayed when the knots were tightened, that is, when it was used on the patient.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. Our plastic surgeon informed us today of an issue with suture thread breaking in the operating room during procedures. He has to use several of them each time. The surgeon is a regular practitioner who performs plastic surgery on both children and adults. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: (B)(4) procedure 1. (B)(4) procedure 2. (B)(4) procedure 3. (B)(4) procedure 4. (B)(4) procedure 5. Please provide the following infotmation for each case: did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? What is the total number of procedures? Could you specify the number of devices impacted in each case? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: external reference: (B)(4). Event description : breakage of the wire during the procedure, need to use several, event repeated on 4 to 5 different procedures. No patient consequences. They had to use another thread because the one that broke (4 or 5 different threads in the same morning) was frayed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.